Event description:
The patient had a battery replacement due to the suspected malfunction. The explanted generator is not available for return indicating it was likely discarded. No other relevant information has been received to date.

Manufacturer narrative:
B3. Corrected date of event, initial report: inadvertently listed incorrect event date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing painful stimulation in her neck at the electrode site. It was later reported that the patient's device was "misfiring" when it stimulates and there were issues with the timing of the stimulation. The patient was referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.